Event description:
Thf facility's risk mgr reported a free flow of fentanyl via an I-pump. The pt experienced respiratory depression and narcan was given. In the pacu, one 50 mcg bolus of fantanyl was given at 1150 and at 1210 by the recovery room nurse. At 1445, the pt had come to the floor from pacu. The nurse was checking the pump, and saw air in the bag, and turned the pump off. At 1450, she removed the bag/tubing from the pump, unspiked the bag, squeezed the air out of the bag, respiked the bag, put the bag in the pump, and rethreaded the tubing and restarted the pump. "The nurse didn't think that pt could have gotten a bolus, but in 10 minutes the pt experienced a respiratory event." At 1455 the pt stopped breathing and turned blue. Narcan was administered through the peripheral IV, 1x. The pt's vital signs were the following: 1508 heart rate 130 oxygen saturation 99% 1545 blood pressure 136/73, pulse 71, respirations 12 at 1420 vital signs were noted as stable, no values were documented. Toxicology was performed on the medication in the bag and passed. The pt is "fine" and has been discharged.